Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the sensors failed with low readings and the remaining sensor passed per specification with accurate readings. Both sensor cannulas were found with bent cannulas. It could not be confirmed if the customer received the sensors with the bent cannulas due to the sensors being returned opened and used.

Event description:
It was reported that the customer received excessive no delivery alarms. The customer also reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 70, blood glucose reading 380mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred, it was determined that there was a bent cannula. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.